Manufacturer narrative:
Examination of the returned instruments confirmed the complaint; the first couple threads on the tip of the upper pull rod are damaged. A complaint database search on the provided product code identified similar reports which were attributed to inadvertent user error. Based on the root cause of misuse, corrective action is not needed. Monitor subsequent reports via post market surveillance (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The pull rod stripped out while breaking torque bolt.